Event description:
Unomedical reference number (B)(4). Event occurred in the united states caller reported infusion set cannula was kinked. On 16-mar-2024, it was reported that the patient's blood glucose level was high 404mg/dl after using infusion set for an hour which was further treated by correction bolus via pump and change infusion set and cartridge and mdi. Second event occured on (B)(6) 2024 after using infusion set for 6 hours which again led to high glucose level and was treated by correction bolus via the pump and changed infusion set. It was reported that the infusion set cannula was bent. Within 3 hours of insertion customer noticed symptoms. Customer replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Device 1 of 2.